Manufacturer narrative:
(B)(4).

Event description:
It was reported there was missed refill while the patient was hospitalized. The patient was admitted to the hospital for "other health issues" in addition to a possible urinary tract infection (uti). The patient usually gets pump refilled at home, therefore missed a refill. The usual organization was unable to fill the until pump mid-month. As of the report date, it was believed that the pump was empty and the patient was in the intensive care unit (ICU) with developed symptoms of tachycardia and increase in respiratory rate. The ICU staff was working on getting the pump refilled. The medication in the pump was baclofen. No other event information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).